Event description:
It was reported that patient underwent hip procedure on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2010, due to fracture of the proximal femoral component and the locking screw of the distal bowed stem. The surgeon suspects that there was not sufficient bone support to the implant in the proximal femur, which may have contributed to the fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report submitted (B)(6) 2010.